Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a stroke. The physician reported that a patient had a stroke after a pulsed field ablation procedure. The stroke was thrombotic and no air was observed inside of the patient. Irrigation was never stopped during the procedure. The patient was taking therapeutic anticoagulants prior to the procedure. The symptoms were resolved within 24 hours. No further information is available.

Event description:
It was reported that a patient experienced a stroke. The physician reported that a patient had a stroke after a pulsed field ablation procedure. The stroke was thrombotic and no air was observed inside of the patient. Irrigation was never stopped during the procedure. The patient was taking therapeutic anticoagulants prior to the procedure. The symptoms were resolved within 24 hours. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field h6 patient codes: e013302 replaced with e0133.